Event description:
It was reported while using bd nano ultra-fine pen needles that when priming, no insulin flows. This occurred 5 times. The following information was provided by the initial reporter: consumer reported when priming, no insulin flows.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 31-may-2022 . H6: investigation summary customer returned (2) open 32gx4mm bd pen needles without tear drop labels or inner shields attached. The customer reported when priming no insulin flows, and the non-patient end is missing. The samples were examined, and it was observed that both pen needles featured a broken non-patient end (npe) cannula. The broken npe cannula would prevent proper flow through the pen needles, hence, the customer would think that the pen needles were clogged or missing an npe cannula. Since both samples were returned after use, the probable cause of the broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root cause for this issue is user related. The npe cannulas were broken by the user after handling the pen needles.

Event description:
It was reported while using bd nano ultra-fine pen needles that when priming, no insulin flows. This occurred 5 times. The following information was provided by the initial reporter: consumer reported when priming, no insulin flows.